Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump infusing ns was alarming and displayed 'occlusion' when the nurse opened the chamber door the silicone segment was noted to be bulging, broke and leaked. The assistant nurse manager stated he thinks the nurse did not load the tubing properly into the pump. There was no patient harm.